Manufacturer narrative:
Submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on investigation, the display lens was noted to be scratched. The display illumination was dim, faded and pink in color. A new test screen was connected to the pump and illuminated properly.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the display lens was noted to be scratched. The illumination of the display was dim, faded and pink in color.